Event description:
It was reported that the patient had his inflatable penile prosthesis pump removed due to tubing kink above the quick connect to the reservoir. A new inflatable penile prosthesis pump from a 15cmx12mm 3piece preconnect device was implanted. The previous cylinders and reservoir remain implanted and in use. The reservoir was filled with 100 ml of normal saline. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his inflatable penile prosthesis pump removed due to tubing kink above the quick connect to the reservoir. A new inflatable penile prosthesis pump from a 15cmx12mm 3 piece preconnect device was implanted. The previous cylinders and reservoir remain implanted and in use. The reservoir was filled with 100 ml of normal saline. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cylinders were not pumping up.